Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed an increase in shock impedance to eventually >200 ohms. The patient was to return to their clinic for additional testing. As of today, no further follow up information is available. The system remains in service. No adverse patient effects were reported.